Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6)2013. According to the complainant, during the procedure, the peg kit was not able to come out of the incision site. It was confirmed that there was no visible damage with the device and no unusualities with the patient's anatomy. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.